Event description:
It was reported that the patient experienced a perforation and pericardial effusion due to the right ventricular lead. The lead had no capture at 5 volts and the physician believed the lead was in the pericardial space. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. There was distortion of the distal conductor caused by over-rotation and visual analysis noted apparent explant damage.